Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports taking 12 units novorapid based on a device result of 90 mg/dl obtained on the mobile system. She stated she should have only taken 2 units of novorapid based on the result obtained. About 20 minutes later, the customer fainted; she was given a snack by family members and medical personnel were contacted. The customer tested 30 mg/dl on the professional device and 130 mg/dl on the mobile system (timeframe unknown). She was hospitalized; the customer tested hi (greater than 600 mg/dl) on the mobile system and 70 mg/dl on a professional performa nano system within 10 minutes of each other. Requested return of suspect device.